Manufacturer narrative:
The customer¿s report of an unknown tubing issue was confirmed. Visual inspection of the set noted that the white adhesive tape was removed and that the tubing leading to the inlet arm of the smartsite port was noticeably narrowed just proximal to the inlet. The narrow tubing in this area is likely due to some solvent traveling into the tubing after engagement which can cause the tubing to deform/become misshapen. No other evidence of damage or anomalies was observed. Functional and pressure testing confirmed leaking at the engagement between the pvc standardbore tubing and the distal smartsite port. Separation from the y-body did not occur and the tubing appears to be inserted to the proper depth within the port. The root cause of the leak was identified as insufficient/lack of solvent being applied at the affected engagement due to equipment and or operator error.

Event description:
The customer reported a tubing set with an unknown failure. Upon initial receipt of the product there was no report or indication of patient involvement, however blood was noted in the set during the investigation so the set is presumed to have failed during patient use. There was no report of patient harm.

Event description:
The customer reported a tubing set with an unknown failure. Upon initial receipt of the product there was no report or indication of patient involvement, however blood was noted in the set during the investigation so the set is presumed to have failed during patient use. There was no report of patient harm.